Event description:
The fsa reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure utilizing the gore® dryseal flex introducer and gore® tag® thoracic branch endoprostheses (aortic and side branch component) in zone 2. The patient tolerated the procedure. On (B)(6) 2025, the fsa was informed that the patient developed a retrograde type a dissection. According to the physician, it appeared that the uncovered stent portion had eroded through the aorta. The dissection extended from the carotid artery to the proximal end of the device and then retrograde into the ascending aorta. An open surgical repair of the aortic arch was performed. The patient tolerated the procedure. The physician attributed the dissection and erosion to the uncovered stent portion of the device.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. According to the gore® tag® thoracic branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include dissection and erosion.